Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A territory manager (tm) called into zoll on (B)(6) 2014 to report that a (B)(6) female pt was treated. The pt was conscious and outdoors walking in the rain at the time of the event. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment at 10:29:18 on (B)(6) 2014. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt called her physician to report the treatment but did not seek further medical attention. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt called her physician to report the treatment but did not seek medical attention. The pt continued to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were dully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 02/01/2012 - reuse; electrode belt sn (B)(4): 03/01/2014 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. T(B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.